Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: in this case the ventilation continued, and the connection loss only concerned the interaction panel (ip). The root cause of the "panel connection loss" is a hardware failure. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported from the complainant. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event like the issue in this cer as it will be deemed a reportable event.

Event description:
Boot process is interrupted with the message "data partition defect" being displayed.